Event description:
It was reported that the customer experienced a malfunction with their pump, specifically displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the threshold of 500 mg/dl. The customer was informed on how to reset the pump and intended to complete this reset independently, with the option to contact support if needed. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.